Event description:
The end user facility contacted olympus to report a repair request for a torn elevator wire with a duodenovideoscope. The reported phenomenon was found during reprocessing. During preliminary evaluation and inspection of the returned subject device, yellow/brown foreign material was found in the forceps elevator. This MDR is being submitted due to the foreign material found during evaluation and inspection. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and both the customer's reported problem and the foreign material presence have been confirmed. Detached rubber adhesive was found, along with scratches and damage throughout the device. Angulation was also found to be out of specification. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing steps recommended in instructions for use (IFU) were not performed completely due to the forceps elevator malfunction by breakage of the knob wire (k-wire), which made foreign material remain at/around the forceps elevator. The event can be detected and prevented by following the IFU which state: operation manual chapter 3 preparation and inspection. Reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.